Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-aug-2015, fse arrived at the site to address the reported event. Fse attempted cleaning and lubriating the incubator but the error persisted. He returned to the site on 28-aug-2015 to replace the incubator assembly and seal breaker alignments. The customer was subsequently able to run quality control (qc) and opeate without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the incubator mixer.

Event description:
On (B)(6) 2015, the customer reported receiving "error 3300 incubator mixing failure" with their a1a-1800std analyzer. On (B)(6) 2015, field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of fsh & lh ii patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.